Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received.

Event description:
It was reported that surgical intervention may be undertaken for an unknown issue.

Manufacturer narrative:
Based on parameters obtained for models 3604,3608, 3609, 3643, 3644, 3660, 3661, 3662, 3663, 3664, 3688, 3670, 6608 6644, 6660, 6661, 6662, 6663. And mn10200, the device meets or exceeds 75% expected longevity. There is no device malfunction.

Event description:
Additional information indicates that ipg reached end of life within normal parameters, there is no allegations against the ipg. Ipg was explanted and replaced on (B)(6) 2024.